Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found it to be cracked on right plunger case and missing portion of bottom case seal. Device underwent all functional testing; no problem was found, pump operate as intended. The reported customer complaint has not been confirmed.

Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump failed. No adverse effects reported.